Event description:
It was reported that during a subclavian artery angioplasty treatment procedure, the outer jacket of the wire separated from the body of the wire. The customer stated that, "during access the outer jacket of the wire separated from the wire and was left in the pt; they were able to retrieve it." The procedure was successfully completed with another of the same type of wire. No pt complications were reported and the current pt status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.